Event description:
Information was received from a manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for rsd/causalgia-complex regional pain syn. Information was reported that most of the patient's pairs are in the 400 ohms range with one short. 0/c = 405 1/c =499 2/c = 405 3/c =405 01 =454 02 = 98 03 ?? 2/3 = 412. The patient was getting good therapy until a year or 1.5 years ago. It's not clear if the patient was using their stimulation after that. The ins is showing at end of life (eol) today (normal depletion per caller as this was originally implanted in 1999). The patient has been using 0-1+ for programming. The lead is in the cervical area. It was reviewed that impedances are on the lower side, but only one clear short (0/2 pair). They plan on replacing only the ins today. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: it was reported the cause for the short circuit remains unknown, but upon replacement of the stimulator and pocket adapter and new ins all impedances were within normal limits. No further complications were reported.